Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed within the labeling as it states, placement of purewicktm male external catheter: 3. Trim or clip the pubic hair to ensure the product securely adheres to the skin. Check the skin and do not use if there is irritation or breakdown. Clean the penis and the skin around the base of the penis with soap and water or soap and water wipes. Dry skin prior to positioning the device. Note: moisture or soap residue on skin will weaken the adhesive. 4. Position the device, aligning drainage fitting towards the feet of the user. Slide the opening of the device over the penis until close to, but not touching, the skin around the base of the penis. Center penis within the opening. Do not place scrotum inside the device. Remove the bottom adhesive peeloff and press the device against the skin below the base of the penis. Remove the top adhesive peeloff and press the device against the skin above the base of the penis. Ensure device has fully adhered around the base of the penis by pressing down on the adhesive. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has pw200., sn (B)(6), lot20240020, t/s lid test-passed t/s water 1000 ml -passed, not suctioning from the bag at all. She has gone through several bags and they become soiled filled and then urine goes everywhere. Advised checking the hose connection to the bag and this all looks good. Just not pulling urine from bag for some reason. Since last tuesday when he came home did not really use it. She's complaining about the male wicks holding urine and filling up and nothing going into the canister. I discussed possible reasons with and solution and she states none of that is happening. Have gone through and threw away a lot of bags that did not work changed out 5 sometimes one night. Approval to send 20 replacements. No additional information provided. Troubleshooting did not resolved the issue. (Prepping and placement tips shared)

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has pw200., sn (B)(6), lot20240020, t/s lid test-passed t/s water 1000 ml -passed, not suctioning from the bag at all. She has gone through several bags and they become soiled filled and then urine goes everywhere. Advised to check the hose connection to the bag and this all looks good. Just not pulling urine from bag for some reason. Since last tuesday when he came home did not really use it., she's complaining about the male wicks holding urine and filling up and nothing going into the canister. I discussed possible reasons with and solution and she states none of that is happening. Have gone through and threw away a lot of bags that did not work changed out 5 sometimes one night. Approval to send 20 replacements. No additional information provided. Troubleshooting did not resolved the issue. (Prepping and placement tips shared).